Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment what was mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because the rv lead fractured due to first rib subclavian crash. There were no adverse patient events reported. Should additional information be received, this file will be updated.